Event description:
Reporter alleged high readings on the blood glucose monitoring device and having a low glucose episode where discrepant glucose results were obtained with an emergency medical technican's (emt's) meter. Reporter stated 224 mg/dl on the device at 7 am however had a low glucose episode so emt's were called where their device measured 44 mg/dl at 7:15 am. Reporter indicated being treated with a glucose IV of d50 by emts before being transported to the hospital where remained for 6 hours. Reporter stated no controls were used. A request was made for the return of the suspect device and replacement product was sent.